Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer received possible over delivery anomaly with this reservoir. The customer's blood glucose at the time of the incident was 5.6 mmol/l. Troubleshooting was completed, however anomalies and the cause of the over delivery was not found. The reservoir will not be returned for analysis.